Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 6725, lot# va1hpjf, implanted: (B)(6) 2017, explanted: (B)(6) 2018; product ID: 429878, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018; product ID: 6935m55, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to pocket infection. The patient is enrolled in the patient is a participant in the post approval network (pan) coronary vascular group (cvg) clinical study. No further patient complications have been reported as a result of this event.